Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was one false positive patient result. The patient was initially being treated with cefepime and vancomycin. However, based on the results, vancomycin was discontinued, and cefepime coverage was extended. After the corrected results were received, cefepime was also discontinued. No adverse impact was reported as a result of the treatment change.

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect. There is no false positive root cause associated with plots. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. In nov¿24 updates to the bactec fx and fx40 instruments software were released. Bd recommends updating the instruments software to the latest version available. Complaint is unconfirmed based on retention samples and batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2025-00002 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was one false positive patient result. The patient was initially being treated with cefepime and vancomycin. However, based on the results, vancomycin was discontinued, and cefepime coverage was extended. After the corrected results were received, cefepime was also discontinued. No adverse impact was reported as a result of the treatment change.

Manufacturer narrative:
E.1: initial reporter addr 1: (B)(6). The information for the additional 510k is as follows: g4. PMA / 510(k)#: k173873. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was one false positive patient result. The patient was initially being treated with cefepime and vancomycin. However, based on the results, vancomycin was discontinued, and cefepime coverage was extended. After the corrected results were received, cefepime was also discontinued. No adverse impact was reported as a result of the treatment change.